Event description:
It was reported that the customer experienced low blood glucose levels (32 mg/dl) and became unconscious. Customer stated he may have over delivered insulin when correcting for food consumed. Emergency services were called and treated the customer through intravenous drip and glucagon tablets.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.